Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 152.5 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2016 it was reported that the flex steps were programmed incorrectly. The hcp did a refill with a drug concentration change and programmed a bridge bolus. The patient was receiving flex programming and the hcp reprogrammed that along with the bridge bolus and discharged the patient. Review of the programming strip from the refill programming showed that the hcp did not enter any steps for the flex programming only a basal rate. It was discussed that this was like programming to simple continuous mode. No patient symptoms were reported. Additional information was received on (B)(6) 2016 from the company representative and it was reported that the physician was notified that there was a step missed in the flex programming and it was believed that the patient was okay with the continuous dose versus the flex dosing until his next appointment. The reporter had no additional medical history or in formation on the patient. The serial number of the 8840 programmer used during the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.